Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. Device received with cracked case battery tube, cracked case corner of belt clips rails and erased serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the crack runs from the top of the battery compartment, bypassing the belt clip, down the entire length of the insulin pump. Customer stated that she got in the pool with the insulin pump and the pump has not been working. The troubleshooting was performed for damage. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.